Event description:
Information was received from a patient representative (caller) regarding a patient receiving dilaudid and bupivacaine via an implantable pump for malignant pain. It was reported that the caller reported that the pump was refilled on friday and on saturday, the patient started with some serious memory loss and it's getting worse and worse and worse. And today, it's been absolutely horrible to the point that it's driving them crazy, as the patient was thinking that their spouse was their mother. The caller also stated that the doctor cannot get the patient in until next friday to empty 'the thing'. Meanwhile, the patient was confused and sad and it started on saturday, about 24 hours after the infusion. The caller mentioned that the patient had two fentanyl overdoses, and incontinence with their pump, and had problems with the pump before. The caller also mentioned the patient was given hydromorphone, and when bupivacaine was put in, it all messed up. The caller stated that they informed the doctor back in (B)(6), and the doctor did not put it in that time. The caller also mentioned that hydromorphone and bupivacaine were put in on (B)(6). The caller would like "it" to stop. Agent understood that "it" referred to the drug delivery. The caller added that it's in the patient's back, but it was delivering to the patient's jawbone, close to the brain. The fentanyl was emptied because it overdosed the patient. The caller and patient were redirected to their hcp to address the symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the consumer who reported that the physician corrected the problem by removing fentanyl and put dilaudid in the patient¿s pump. The caller stated the patient had several problems with fentanyl in the pump and the pump helps the patient. The caller stated patient had ears/nose/throat surgery done (B)(6) 2025 and the healthcare provider scrapped patient jawbone and since then patient is having memory loss. The caller was wondering if the pump could cause this and stated the healthcare provider was taking it slow and gentle with her husband and they like the physician.